Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to lead abrasion. The lead was capped and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.